Event description:
The consumer reported, her mother used the product for an unspecified amount of time on her knee. When the patch was removed, the consumer described two blisters which formed scabs. The consumer popped the blister and did not initiallly treat the area. Later a visiting nurse diagnosed a second degree burn and treated the area with silver sulfadiazine cream for a week. Since the injury was slow to heal, the consumer then went to a burn center where the area was treated with a burn patch and began to heal.

Manufacturer narrative:
Package labeling indicates that consumers should consult with their doctor before use if they have diabetes. Since this is a disposable single-use device, the patch is unavailable for eval and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.